Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The starclose se device was used in a calcified vessel. Per the instructions for use: do not deploy the clip in areas of calcified plaque. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of the mildly calcified left common femoral artery was attempted using a starclose se device with a 6f sheath after an interventional peripheral procedure. Reportedly, when attempting to split the starclose se sheath, it looked like tines on the starclose se clip were sticking out and cutting the starclose se sheath as well as the sheath splitter, splitting the sheath in two different parts. This was noticed when the starclose se sheath was split half way down. The access ports were used to facilitate device removal. The starclose se clip was not deployed. Hemostasis was achieved by applying manual arterial compression. A hematoma developed at the access site. Surgery was performed under general anesthesia to treat the hematoma. Hospitalization was extended due to the surgical procedure. There was a clinically significant delay in the procedure due to the surgery to treat the hematoma. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported sheath split issue; however, the patient effect and treatments appear to be related to circumstances of the procedure. It should be noted that the starclose instructions for use states: do not deploy the clip in areas of calcified plaque. Additionally, the device was deployed before it was in the upright position. The IFU also states: while stabilizing the body of the device with the right hand and supporting the clip delivery tube with the left hand, raise the body of the device to a 60 to 75 degree angle. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Reportedly, the starclose se clip was attempted to be deployed before the starclose se device was in the upright position. When attempting to split the starclose se sheath, it looked like tines on the starclose se clip were sticking out and cutting the starclose se sheath as well as the sheath splitter, splitting the sheath in two different parts. This was noticed when the starclose se sheath was split half way down. The access ports were used to facilitate device removal. The starclose se clip did not deploy.